Event description:
Abbott freestyle libre 3 plus cgm has begun giving dangerously inaccurate readings. This is a pattern that has been observed with previous sensors of this same model. The sensor starts off giving fairly accurate readings then it becomes progressively inaccurate giving readings that are much lower than the blood glucose levels measured by glucometer. This sensor was started about 2315 on (B)(6) 2026, the readings over the last two days have been (B)(6) 2026: 0122 sensor 110, glucometer 111; 1037 sensor 87, glucometer 85; 1441 sensor 89, glucometer 89; 2100 sensor 110, glucometer 117; (B)(6) 2026: 0112 sensor 162, glucometer 161; 1012 sensor 82, glucometer 88; 1356 sensor 98, glucometer 123; 2230 sensor 91, glucometer 130. These errors are far beyond abbott's claimed ±15% accuracy. It would be dangerous if anyone made medical treatment decisions based on the readings provided by the abbott libre 3 plus.